Event description:
It was reported that the insulin cartridge was leaking, noted as the second occurrence, with the user confirming proper loading technique and use of an inset 6 mm infusion set; the affected component was the reservoir, and the device problem was characterized as a leak. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user along with guided troubleshooting and education. Investigation of this case revealed leakage at or related to the seal of the reservoir, consistent with a leak event. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.